Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. This information is based entirely on journal literature and subsequent follow up response. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Efficacy, safety, and performance of isolated left vs. Right ventricular pacing in patients with bradyarrhythmias: a randomized controlled trial. Arq bras cardiol. 2019; 112(4):410-421. Doi:10.5935/abc.20180275. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this isolated left ventricular (lv) versus right ventricular (rv) lead pacing in patients with bradyarrhythmias. It was reported that the left ventricular (lv) lead had fractured and was subsequently explanted and replaced with a right ventricular (rv) lead. No patient complications have been reported as a result of this event.